Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was reviewed, and functional testing was performed. The customer reported issue was confirmed. The cause was identified to be the lock sensor. The lock sensor was replaced, and the device then passed all testing.

Event description:
It was reported that the device had a faulty latch, and the sensor circuit was locked. There was unknown patient involvement. No patient harm/adverse event reported. Reporter stated that the event occurred during infusion.